Event description:
It was reported that the pt never experienced the desired therapeutic effect following implant. Stimulation was in the wrong location despite multiple reprogrammings. It was also reported that telemetry/coupling issues were experienced and that the pt had a problem recharging. The pt had not charged their implantable neurostimulator for 2 yrs (due to dissatisfaction) and was overdischarged. Five physician mode recharges were unsuccessfully conducted. An x-ray of the pt's spine showed the leads being "completely away" from the spinal column. The pt was scheduled for another lead trial. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).